Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. Reportedly, there was pressure on the pocket of the device and was becoming exposed. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.